Event description:
Implant date: 2005. It was reported that one of the screws was discovered broken in the vertebral body. Fusion is incomplete. At this time, a surgery is planned to remove the broken device.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.